Manufacturer narrative:
According to the complaint form, we got the following information: "child with a central catheter placed on (B)(6) for IV treatment for 14 days. (B)(6) baby tachycard in isolation. Infectious assessment taken. Chest x-ray to check the position of the central catheter: intracardiac (while seen in good position during placement). Cardiac ultrasound: pericardial effusion. Catheter pulled and placed in peripheral position. Medium to large pericardial effusion requiring puncture. Suspicion of perfusopericardium.". Upon request we received additional information: "the patient would be stable, the kt still remains in place for 4 days while the prescribed anti-infective treatment is completed, after which we will be able to recover the dm to send it to you for expertise. The x-ray was taken after removing the microflash. And for the dressing, the catheter was fixed in a loop with steri-strip and an opsite above.". We received a catheter as faulty sample. Additional extension lines (non-vygon gmbh product) were connected to the catheter and a lot of patches were attached to the fixation wing. A lot of adhesive orange/yellow residues were visible on the catheter and also inside the plastic bag. Attempting to flush the catheter with water was unsuccessful even after disconnecting the additional extension lines. No other damage was visible. The customer stated that the catheter's position was checked via x-ray after removing the microflash. The pericardial effusion was detected four days later, indicating that the catheter had migrated during this time. According to the IFU, the catheter should be anchored using the fixation wing. In this case, it "was fixed in a loop with steri-strip and an opsite above". Moreover, a manufacturing fault can be excluded as the treatment could be completed after the catheter was placed in the peripheral position and no problem occurred for further four days. In the IFU is stated: - "anchor the catheter, using the fixation wings. If a vein in the arm is used, a small loop should be left in the catheter, to prevent kinking of the catheter if the patient flexes or bends the arm.". - "important: arrange for a check x-ray to confirm correct placement prior to starting the IV infusion through the catheter". - "precautions: the catheter tip must not be advanced into the heart (right atrium). The location of the catheter within the heart may cause cardiac tamponade, or cardiac arrhythmias.". - "it is advisable to make checks of the catheter tip position at regular intervals throughout the usage of the catheter." Having checked the batch history records, no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. There are neither further complaints for batch 130423gq nor further complaints regarding a effusion on code 1252.030 within the last three years. This query relates to all complaints that have come to our attention worldwide. The products are produced under clean room conditions according to iso class 8. All our products are sterilized with eto and the validated sterilization process is strictly monitored. No further corrective action was initiated by quality management as there is no hint of a manufacturing fault.

Event description:
Child with a central catheter placed on (B)(6) for IV treatment for 14 days. (B)(6) baby tachycard in isolation. Infectious assessment taken. Chest x-ray to check the position of the central catheter: intracardiac (while seen in good position during placement). Cardiac ultrasound: pericardial effusion. Catheter pulled and placed in peripheral position. Medium to large pericardial effusion requiring puncture. Suspicion of perfusopericardium.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Child with a central catheter placed on 02/02 for IV treatment for 14 days. 06/02 baby tachycard in isolation. Infectious assessment taken. Chest x-ray to check the position of the central catheter: intracardiac (while seen in good position during placement). Cardiac ultrasound: pericardial effusion. Catheter pulled and placed in peripheral position. Medium to large pericardial effusion requiring puncture. Suspicion of perfusopericardium.